Manufacturer narrative:
Visual analysis was performed on the returned device. The reported activation failure could not be confirmed as the stent was returned fully deployed. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties resulting in unexpected medical intervention to snare the separated tip. It may be possible that the distal sheath of the supera delivery system was bent, entrapped, or redistricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment and resulting in the stent being removed with the delivery system. The tip separation likely occurred as the partially deployed stent was being withdrawn into the introducer sheath causing the tip to separate due to the reduced inner diameter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosed lesion in the superficial femoral artery (sfa). Pedal access was gained and the 6x150mm supera peripheral self-expanding stent system (sess) was advanced to the lesion. Deployment was initiated, and the stent deployed, but the stent would not release from the deployment system. The device, including the stent, was removed from the patient but the nose cone broke off in the anterior tibial artery. A snare was used to remove the nose cone and another supera was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.